Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced infusion set cannula bent event on (B)(6) 2024. The events occurred within three hours of insertion and the insertion site was at abdomen. The first infusion set was not in use for more than 72 hours. The blood glucose level at the time of event was 361mg/dl and patient treated it with correction bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).